Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that pre-operatively, the storz system failed to perform a white balance. The troubleshooting involved restarting the storz system three times, changing three endoscopes, disconnecting the extension cable, and connecting the endoscopes without the extension cable. Despite these efforts, the issue persisted. A system reboot was also attempted, but the issue remained unresolved. As a result, the robotic surgery was converted to laparoscopic surgery, and the next scheduled operation was cancelled. There was no patient involvement.